Event description:
The pt reported blood glucose results of "581, 241 and 174 mg/dl" with a lifescan meter, performed within 10 minutes of each other. During the call with the customer service advocate the patient was tested again and reported blood glucose results of "294 and 174 mg/dl with the same lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.